Event description:
It was reported that the ground resistance was high. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The device was not made available for investigation. The device was not returned for evaluation.

Event description:
It was reported that the ground resistance was high. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.